Event description:
It was reported that patient experienced occlusion alarm and through troubleshooting indicated issue with the infusion set site which leads to high bg and it was addressed by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.